Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure dislocated (near to perfurate her internal organs)'), device breakage ('essure fragmentation') and uterine inflammation ('uterine inflammation') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced lower abdominal pain ("low abdominal pain"). In 2017, the patient experienced uterine inflammation (seriousness criterion medically significant), cramp in lower abdomen ("strong lower abdominal cramps"), headache ("cephalea"), menorrhagia ("increased of menstrual flow, with clots and menstruation prolonged"), polymenorrhoea ("increased of menstrual frequency"), pain in extremity ("leg pain"), peripheral swelling ("leg swelling"), tremor ("tremors"), back pain ("lumbar pain"), pelvic pain ("pelvic pain"), uterine pain ("sensation of uterine perforation"), pain nos ("pain like twinge"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint pain"), mood altered ("mood change"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal liquid"), vaginal discharge ("vaginal secretion with odor"), general body pain ("generalized pain"), anxiety ("anxiety"), breast pain ("mastalgia"), depression ("depression"), vulvovaginal pruritus ("vaginal pruritus"), diarrhoea ("sporadic and intermittent diarrhea") and affect lability ("emotional lability disorder"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and device breakage (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, device breakage, uterine inflammation, cramp in lower abdomen, headache, menorrhagia, polymenorrhoea, pain in extremity, peripheral swelling, tremor, back pain, pelvic pain, uterine pain, pain nos, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, vaginal discharge, general body pain, anxiety, breast pain, depression, vulvovaginal pruritus, diarrhoea and affect lability had not resolved and the lower abdominal pain had resolved. The reporter considered adenomyosis, affect lability, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, device dislocation, diarrhoea, dyspareunia, fatigue, headache, intra-abdominal fluid collection, loss of libido, lower abdominal pain, menorrhagia, mood altered, pain in extremity, pain nos, pelvic pain, peripheral swelling, polymenorrhoea, tremor, uterine inflammation, uterine pain, vaginal discharge, vulvovaginal pruritus, cramp in lower abdomen and general body pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure dislocated, in the eminence of perforate the internal organs; device fragmented.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure dislocated (near to perfurate her internal organs)') and device breakage ('essure fragmentation') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced lower abdominal pain ("low abdominal pain"). In 2017, the patient experienced cramp in lower abdomen ("strong lower abdominal cramps"), headache ("cephalea"), menorrhagia ("increased of menstrual flow, with clots and menstruation prolonged"), polymenorrhoea ("increased of menstrual frequency"), pain in extremity ("leg pain"), peripheral swelling ("leg swelling"), tremor ("tremors"), back pain ("lumbar pain"), pelvic pain ("pelvic pain"), uterine pain ("sensation of uterine perforation"), pain nos ("pain like twinge"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), uterine inflammation ("uterine inflammation"), arthralgia ("joint pain"), mood altered ("mood change"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal liquid"), vaginal discharge ("vaginal secretion with odor"), general body pain ("generalized pain"), anxiety ("anxiety"), breast pain ("mastalgia"), depression ("depression"), vulvovaginal pruritus ("vaginal pruritus"), diarrhoea ("sporadic and intermittent diarrhea") and affect lability ("emotional lability disorder"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and device breakage (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, device breakage, cramp in lower abdomen, headache, menorrhagia, polymenorrhoea, pain in extremity, peripheral swelling, tremor, back pain, pelvic pain, uterine pain, pain nos, fatigue, loss of libido, dyspareunia, coital bleeding, uterine inflammation, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, vaginal discharge, general body pain, anxiety, breast pain, depression, vulvovaginal pruritus, diarrhoea and affect lability had not resolved and the lower abdominal pain had resolved. The reporter considered adenomyosis, affect lability, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, device dislocation, diarrhoea, dyspareunia, fatigue, headache, intra-abdominal fluid collection, loss of libido, lower abdominal pain, menorrhagia, mood altered, pain in extremity, pain nos, pelvic pain, peripheral swelling, polymenorrhoea, tremor, uterine inflammation, uterine pain, vaginal discharge, vulvovaginal pruritus, cramp in lower abdomen and general body pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure dislocated, in the eminence of perforate the internal organs; device fragmented.. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.